Manufacturer narrative:
Device is used for treatment, not diagnosis device received for evaluation, date unknown. Reliability engineering evaluated the device and the reported problem was confirmed. The device would not engage when power was applied during testing. The unit exhibited damage to the motor and ecu that was consistent with immersion in water. This condition is indicative of improper cleaning of the device. We recommend that the user review the cleaning and maintenance procedures for the device. Proper cleaning and maintenance are required in order to ensure trouble-free operation.

Manufacturer narrative:
The device is used for treatment, not diagnosis. Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history record has been requested.

Event description:
A report was received regarding a battery drive. It was reported that the device worked intermittently even when new batteries were installed. Reportedly, the device was not used in a surgical procedure, there was no patient involvement, and no harm to user was reported.

Event description:
This report is 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device used for treatment and not diagnosis. The manufacturing documents were reviewed and no complaint related issues were found. Should be exempt: entered in error.